Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided.   A batch review of potentially associated lot numbers h13e17016, h13h08043, h13i25011, and h13h30047 involved in this event will be performed. A trend review will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient did not require hospitalization for the event. The patient was treated with vancomycin intraperitoneally and was reported to have recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13e17016, h13h08043, h13i25011, and h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.